Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump that is not working. It is unknown when this event occurred. The quality engineer later assigned the broken blue slide clamp to be the as determined problem; this condition had the potential to interrupt delivery. The facility representative stated that there was no patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: a service history review revealed no previous service events were related to the reported condition.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump that was not working was confirmed during product evaluation. This condition was caused by a broken blue slide clamp that was stuck in the safety slide clamp. The pump was not repaired at this time and was returned to inventory. A follow-up report will be filed if any additional details become available.